Manufacturer narrative:
Device was evaluated at customer facility. Field service engineer installed replacement demand valve and allowed customer to test system with no problems.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. If additional information becomes available, it will be submitted in a follow up report.

Event description:
The customer reported that there was a possible leak from the system during dlco testing, and the exercise physiologist and patient complained of feeling light headed. Biomedical turned off the gas and all seemed better. The patient had no ill effect, but the exercise physiologist reported to the emergency room, which resulted in 4 days of missed work. No diagnosis for the illness was provided. Employee returned to work with no continuing issues from this event.